Event description:
It was reported that the guidewire was thread through the catheter, with the catheter being repositioned for flow and cannulation. The physician attempted to withdraw the cannula, noted slight resistance during removal, and following removal of the catheter, noted that approx one half inch of the catheter was missing. A site inspection revealed some bleeding, but no extra piece of catheter was observed at the insertion site. An x-ray was performed on the right forearm and the catheter was noted on the x-ray. As a result, a surgeon was consulted to perform a cut down to the right forearm to facilitate removal of the portion oft he catheter.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.